Event description:
I was told my depuy total hip replacement is falling apart and that I need to have it replaced. I had x-rays and the various doctors notice that my hip, depuy products are falling apart. Depuy total hip replacement socket, ball, femur.